Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high compared to a laboratory device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011, at 4pm. According to the csr's documentation, at the same time of the alleged issue the patient was experiencing symptoms of dizziness and nausea. The patient reportedly obtained a blood glucose result of "140mg/dl" with the subject meter and "100mg/dl" on a laboratory device, performed less than 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. According to the csr's documentation at the same time after the alleged issue occurred the patient administered glucose tablets/glucose gel as self-treatment. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient reportedly was already symptomatic at the time the alleged issue occurred. There is no evidence of a delay in treatment. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4) 2012, the meter was tested and no faults were found. On (B)(4) 2012, the test strips were tested and the primary complaint was not confirmed. However, a secondary issue was noted where the test strip vial hinge was found to be broken. The 510(k) # is k082590.